Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both plunger cases were cracked. Unable to duplicate customer's reported problem. Error history log review found multiple "syringe flange not in place" alarms. The root cause of the reported issue was found to be the customer must have incorrectly loaded syringe flange outside of the ear clip. Actions were taken to mitigate the reported issue: no action taken for reported problem since no problem was found. Performed preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump would not accept the syringe. No patient injury was reported.